Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although three different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). It was reported by the consumer that the m51 power wheelchair right arm would not keep in a straight position, as it would swing right and left. Additionally, it was also reported that the left arm was cracked, and held together with tape. There was no patient injury reported.